Event description:
This is filed to report incomplete coaptation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, large leaflet with thickening and tethering, and pre-existing perforated anterior leaflet. A mitraclip ntw was implanted. Post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr remained at grade 4. To stabilize the slda clip, an additional clip was implanted. Difficulties visualizing the clip occurred due to the patient's anatomy. The procedure was completed with two clips implanted. The mr was reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the posterior leaflet appears to be related to patient conditions and due to large leaflet with thickening and tethering. Image resolution poor was associated with patient and procedural circumstances as imaging was reported to be difficult due to patient¿s anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.